Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2020 wherein the ipg was explanted and returned for analysis. The exact reason for the explant is unknown, no additional information available.

Manufacturer narrative:
Patient"s weight added to the record.

Manufacturer narrative:
(B)(4). The device was running the service application software. The device entered the service application state on (B)(6) 2019, which is prior to the explant date of (B)(6) 2020. However, the service application condition is consistent with electrocautery use during surgery.

Event description:
Additional information received following product analysis found that the explanted ipg had not triggered an elective replacement indicator (eri) message, however the ipg was found to be in a service application mode since (B)(6) 2019. Service app is consistent with surgery where electrocautery was used. The(B)(6) 2019 precedes the (B)(6) 2020 explant previously reported, therefore it is unknown what surgery the patient underwent on (B)(6) 2019.